Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that during the trial procedure after the leads were placed and they were ready to have interoperative testing, electrode 1 was out with a red x in the 8-15 placement of the wens (wireless external neurostimulator).the surgeon tried to reseat it multiples times. After a number of attempts including wiping the lead, contact 4 and 5 were out in addition to 1. They tried to put the lead on the 0-7 side of the wens but got the same contacts showing as out. They did another impedance check and again contacts 1, 4, and 5 were out of range. At that time, it was determined that the best course of action was to replace the lead. The lead was replaced and all contacts were good. At that point, the trial went as normal and everything went well. It was noted that the lead that was not used would be returned. No further complications were reported.